Manufacturer narrative:
The field service engineer (fse) inspected the module and determined the event was caused by a worn gear pump. The fse then replaced the gear pump and sample probe. He performed a 20-cup precision check with acceptable results. The customer performed qcs with successful results. The investigation reviewed the last calibration performed on 23-apr-2024 and the results were within specifications. The investigation reviewed the qc recovery after the event. The qc recovery is within -2 standard deviation (sd) and is within specifications. The qc was initially out of range (4 sd) and then recovered. There is no indication of a performance issue with the reagent. The investigation reviewed the alarm trace. The alarm trace showed abnormal aspiration flags. This is an indication of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 75158401 with an expiration date of 31-dec-2024. The investigation is ongoing.

Event description:
The initial reporter received a questionable high tpuc3 total protein urine/csf gen.3 result from one urine patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The qc was out of range prompting the rerun of the patient sample on their other c 502 module. The initial result from the module was 108 mg/dl. The repeat result from the other module was 65 mg/dl. The repeat result was deemed correct.